Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 130 units of insulin. Reportedly, after delivering 10 units of insulin, the insulin gauge remained static at 105 units. The customer's blood glucose level was reported to be 300 mg/dl, which was addressed with a correction bolus. The customer loaded a new cartridge with approximately 170 units and received an accurate fill estimate of over 120 units. During a follow-up call, the pump re-estimated to 130 units in the cartridge, and the customer believes the fill estimate was accurate.